Event description:
It was reported that pump issued cartridge alarm during cartridge loading process even though customer followed prompts in tandem mobi mobile app. There was no adverse impact to the customer's blood glucose level. Customer was unable to reload original cartridge, so technical support instructed customer to remove cartridge, deliver 9-unit bolus with warning that insulin on board would be affected, and then assisted customer in loading new cartridge using proper technique, after which customer successfully resumed insulin therapy and issue was resolved.